Event description:
Event description cpi received information that during an implant of a sweet tip bipolar lead (4269) the helix fixation tip broke off. They replaced it with another sweet tip bipolar lead. The physicians manual 352527-003c, page 14 states: do not rotate the lead clock-wise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.